Event description:
The user facility reported that during a laparoscopic right partial nephrectomy, the distal end of the lens cleaning sheath became separated from the device and fell into the pt's abdomen. The distal end was retrieved with the use of an unidentified instrument and the same endoscope. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed the presence of a complete circumferential tear in the bending section of the cleaning sheath, and that the distal end had separated from the device. The cause of the user's experience could not be conclusively determined at this time. The device has been forwarded to the original equipment MFR (OEM) for further investigation. If significant info becomes available later, this report will be updated. This report is being submitted as a medical device report in an abundance of caution.